Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round high profile 460cc saline breast prosthesis was noted to be defective. After the packaging was opened, a hole was observed on the device. The device was not used in any surgery and there was no reported patient consequence.

Manufacturer narrative:
On 01-sep-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a deflation was observed in the breast implant before surgery. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view and extending to the posterior view, measuring approximately 11.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additionally, there were no pictures provided of the incident device prior to removing it from thermoform. Without this visual reference, it is not possible to see if this defect is manufacturing-related. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. There are four inspection points where finished goods lots are 100% inspected. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).